Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal/bolus when the reservoir was low. The customer was able to complete the rewind sequence. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window, cracked belt clip slot, and battery tube threads.